Manufacturer narrative:
Device is being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the corrugated tube where the prong-to-tubing interface occurs is loose. It is believed that the design was changed as the older units had a more secure fit. This mismatch could allow the tubing to slip off under typical operating conditions and reduces the ability to maintain consistent CPAP delivery, particularly in warmer environments. The loose connection does cause loss of pressure. No patient harm reported. Unk inca (B)(4).